Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope icon was not aligned with the endoscope image. The surgeon felt non-intuitive motion with the manipulated instruments. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The intuitive technical service engineer (tse) advised the customer to remove the endoscope and check the rotating motion of the base. The tse also suggested to reseat the sterile adapter and endoscope. No site visit was conducted.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope issue was resolved after reseating the sterile adapter and the endoscope on universal surgical manipulator (usm) arm 2. The monopolar curved scissors and fenestrated bipolar forceps instruments were being manipulated when the alleged motion issue occurred. The surgeon's head was inside of the high resolution stereo viewer while attempting to manipulate the instruments when the issue occurred. The unintuitive motion was not related to the inability to move the instruments. The instrument moved in the intended direction and scaled appropriately with appropriate timing. There was no shakiness and no interference observed. There was no external collisions but the issue was persistent. The products were inspected prior to use with no damage observed. There was no injury to the patient.